Manufacturer narrative:
No lot information was provided. Without lot number it is not possible to determine manufacture date or expiration date. Device used was not returned to the manufacturer.

Event description:
The mother reported that her daughter had back surgery on (B)(6) 2015. The daughter's skin was prepped with chloraprep(tm). Four towel drapes were placed in a picture frame pattern on the girl's back. On (B)(6), the mother alleged her daughter had itching where the four drapes had been applied to her daughter's back. The itching worsened by the next day and the daughter developed a rash. An over-the-counter topical hydrocortisone cream was applied. The girl was discharged from the hospital. Over the weekend of (B)(6) the mother alleged the rash had spread and the itching continued. The rash allegedly included sites where a dressing had been applied to cover the incision. On either (B)(6) her daughter went to a dermatologist who diagnosed the rash as contact dermatitis. The dermatologist prescribed clobetasol propionate cream 0.05%. The girl's mother alleged the rash continued to spread to the girl's lateral sides and down her back to the buttocks, the doctor felt the rash could be spreading due to bathing. The daughter was told to take over-the-counter oral benadryl (diphenhydramine) and zyrtec (cetirizine). The mother alleged the rash on her daughters back lasted for 10 days within the areas the drapes had been applied. The mother alleged there remained some itchiness and that her daughter was using an over-the-counter vanicream(tm).